Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and indicated varying resistance/impedance. The atrial pace impedance measurement increased slowly over the duration of the record, but recorded six values that were outside the trend. These ranged from 632 - 2672 ohms. It was also noted that there was the presence of noise but that there were no associated anomalies found. The lifetime atrial sensing integrity counter is 464 and the rate has been relatively steady over the duration of the record.

Event description:
It was reported that the atrial pace/sense lead has one high impedance measurement. The lead is still in use. No patient complications have been reported as a result of this event.